Event description:
Per dr (B)(6), the patient has an active infection. He extracted the crtd system with no complications or issues. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)